Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. This issue mechanical hardware failure (av sticky valve) is tied to an internal CAPA for lvp sticky fluid valve actuator (fva) failures from complaints. Pump problem alarms due to sticky fluid valve actuators. Per the preliminary technical failure summary customer was able to clean the av pin and perform a successful test infusion. The pump can be returned to customer use. No photo evidence was provided. A history review of the service records for this device, serial number (B)(6) prior to the notification date of this complaint record found no same / similar issues related to this complaint. A DHR review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions.

Event description:
The following has been reported: biomed reported: "problem report was that service was needed. While tested the pump there was no problem found. Searched though history log found the following pump problem on the following dates and times: on (B)(6) at 13:58,14:05 and 14:08.". Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.